Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4194 implantable pacing lead, 6949 implantable tachy lead (B)(6) 2005, 5076 implantable pacing lead (B)(6) 2005, 7482a51 x2 neuro extensions (B)(6) 2008, 3387s-40 dbs lead (B)(6) 2008, 37612 dbs implantable pulse generator (ipg) (B)(6) 2012. (B)(4).

Event description:
It was reported that the device had early elective replacement indicator (eri). It was noted that the left ventricular (lv) outputs were high. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. This device was included in that field action, but returned product testing found the device did not perform as described in the field action.

Manufacturer narrative:
Corrected information:no eval explain code if information is provided in the future, a supplemental report will be issued.